Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when booting the system it displayed "sr manager failure" and shut down the system. The site confirmed that there was a cd in the drive and the options for cd loading never appeared, they force opened the drive and removed the cd. Technical services (ts) had the site do a soft shutdown the system and then it would not boot past the application page. No patient was present at the time of the event.